Event description:
Hcp reported pt's old device system was explanted years ago due to infection. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent when additional info is received.